Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that she had experienced a detachment with her infusion set at quick release. She woke up with high blood glucose level this morning as a result of air bubbles in the tubing. After 24 hours of a set change, she was constantly battling with air bubbles in the tubing and was disconnected at quick release. She removed the reservoir before she rewinds the pump and fills cannula to clear the air bubbles. The site was at the side abdomen/upper hip and during the day pump was in her jean pockets and at the night patient kept pump under her pillow due to other medical conditions patient cannot keep the pump on her body. There was no stress or pull on the tubing and not dropped. No further information available.